Manufacturer narrative:
Batch review performed on 05 february 2020. Lot 102800: (B)(4) items manufactured and released on 07-oct-2010. Expiration date: 2015-08-31. No anomalies found related to the problem. (B)(4) item "resterilzed" and released on 02-aug-2016. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem more than 9 years and 2 months. The surgery was completed successfully.